Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained an unknown brand of morphine [1 mg/ml] at a dose of 0.2 mg/day. It was reported the patient was admitted on (B)(6) 2017 for further evaluation. The patient fell at their home on (B)(6) 2017- and felt weakness in his legs. The representative listed the patient had the pump implanted on (B)(6) 2017 as a factor that might have led or contributed to the issue. The patient reported receiving narcan in the emergency room, denied fever, and had been given vancomycin while admitted. The patient¿s incision sites looked within normal limits, there was minimal clear drainage on the dress, and there was no redness or swelling. The patient was currently inpatient for further evaluation at the time of report. The issue was not resolved at the time of the report. Surgical intervention did not occur, nor was it planned. The patient¿s weight was unknown. The patient¿s status at the time of the report was alive ¿ no injury. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the representative reported the patient was discharged from the hospital. No source of infection or cause of weakness was found. The patient followed-up with the cardiologist regarding the cardiac medications he was on. The doctor reduced the patient¿s pain pump infusion rate 25%. The patient was doing well as there were no additional falls, and the pain was under control.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that yes, a full system prime was performed during the implant procedure, it was a full system new implant.

Manufacturer narrative:
The other relevant components include: product ID: 8840, serial# (B)(4), product type: programmer, physician; product ID: 8870aau01, serial# (B)(4), product type: software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8840, product type: programmer, physician. Product ID: 8870, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the representative reported no cause of the symptoms of overdose (implied by use of narcan) was determined. The representative stated there was no back table prime performed during the implant procedure. The software card version was reported to be aau. Regarding the administration of vancomycin, the representative stated the patient¿s white count was elevated, but no source had been identified at that time.